Manufacturer narrative:
Exact date unknown, event occurred three years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 20658137.

Event description:
It was reported that the patient was experiencing stimulation in unwanted areas. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and lead were discarded by the medical facility.